Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the heater cooler reset intermittently and could not control the temperature. A loud beep sound occurred each time the unit was reset. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event. After replacing the central processing unit, the heater cooler has functioned as expected.